Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was recently discharged from the hospital due to fluid build-up around their heart (pericarditis). The patient expressed concern recent drain complications could have caused the pericarditis. The patient¿s home therapy coordinator (htc) responded to a request for information, and confirmed the patient was hospitalized from (B)(6) 2021. The patient reportedly experienced chest pain (specifics not provided) and was taken to the hospital. Additional information was requested (e.g., discharge summary, treatment data), however it was unavailable during this investigation. Despite the limited information, the htc reported the patient continued to undergo ccpd therapy while hospitalized and has recovered from the events. The htc attributed causality to the patient¿s elevated glucose levels ¿impeding efficient ultrafiltration.¿ changes were made to the patient ccpd prescription; however, the specifics were not provided. Following discharge, the patient resumed utilizing the same liberty select cycler as before.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exist between ccpd therapy utilizing the liberty select cycler, and the patients serious adverse events of pericarditis, characterized by chest pain, which required hospitalization. Causality was attributed to the patient's elevated glucose levels impeding efficient ultrafiltration. The prevalence of dialysis-associated pericarditis is increasing in the esrd community for patients on maintenance peritoneal dialysis. At least two factors may contribute to this problem: inadequate dialysis and/or fluid overload. Based on the information available, the patients liberty select cycler is excluded from having caused or contributed to the patients serious adverse events and subsequent hospitalization. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction occurred triggering the patients serious adverse event(s). Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient was recently discharged from the hospital due to fluid build-up around their heart (pericarditis). The patient expressed concern recent drain complications could have caused the pericarditis. The patients home therapy coordinator (htc) responded to a request for information, and confirmed the patient was hospitalized from (B)(6) 2021. The patient reportedly experienced chest pain (specifics not provided) and was taken to the hospital. Additional information was requested (e.g., discharge summary, treatment data), however it was unavailable during this investigation. Despite the limited information, the htc reported the patient continued to undergo ccpd therapy while hospitalized and has recovered from the events. The htc attributed causality to the patients elevated glucose levels impeding efficient ultrafiltration. Changes were made to the patient ccpd prescription; however, the specifics were not provided. Following discharge, the patient resumed utilizing the same liberty select cycler as before.